Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI is unknown. No product information has been provided to date. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked by the battery compartment area, the top case was chipped on the front lower left corner, the right plunger case was cracked, and the back plate tab was broken. The device appeared to have been dropped. A review of the event history log identified system failure force sensor test in history. During functional testing was the reported issue was duplicated at power up self test. The force sensor broken off. And the entire plunger assembly was broken off with some missing components. The root cause of the issue was caused by the customer's physical damage to the device. Replaced the force sensor, plunger board, and installed all missing components. Performed preventative maintenance and all the functional testing which passed.

Event description:
It was reported that the pump exhibited main board issues. No patient injury was reported.